Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06968. Follow up information identified the patient is no longer receiving effective stimulation/coverage and high impedances are still present. A reprogramming session is pending and then possible surgical intervention.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06968. Follow up information identified the patient reported that the scs system had to be explanted because he was experiencing a overstimulation sensation when he raised his arms and with other certain movements. In addition, the patient reports it was determined the leads were broken.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06968. It was reported lead diagnostics revealed high impedances on the leads. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06968: follow up information identified the patient declined reprogramming. Surgical intervention is pending to address the issue. One lead is not functioning and the other lead is no longer providing effective stimulation.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-06968. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted